Manufacturer narrative:
The customer stated they have not had a recurrence of the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample initially resulted in a cea value of 95.6 ng/ml. As the ca 19-9 result of the sample was within the reference range, the sample was repeated. The repeat cea value was 2.5 ng/ml. The cea reagent lot number was 607340. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer investigated the instrument and found that it was operating normally. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.